Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection. The reported failure error e931 could not be confirmed; however, the customer reported issue of a purple image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area at the distal end was damaged. A definitive root cause could not be identified. The purple image was most likely caused by a faulty charge coupled device. However, no probable root cause could be determined for error e931. Additionally, damage to the fiber bonding in the outer tube area at the distal end was observed, and no root cause could be established for this finding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displayed an error e931 and purple image. There were no reports of patient harm.